Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the device started jerking. The blade would advance, but would not rotate. Another device was not available. The uterus was removed vaginally to complete the procedure.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the returned trigger was unable to activate the motor drive unit due to a cut on the air tube. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.